Manufacturer narrative:
Investigation summary: it was reported the cannula is breaking when attempting to insert into a vial due to the cannula being too blunt. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a vial with the cannula spike in it. Next to the vial there is a needle assembly with the plastic shield, and next to the needle assembly is a plastic cannula stem with the spike. No other information could be obtained from the photo. It could be possible the customer is not using the product as intended. This unit is to be used on pre-slit interlink injection sites and is not compatible with conventional injection sites. A device history record review was completed for provided material number 303367, lot 2056709. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that the bd interlink¿ vial access cannula needle broke. The following information was provided by the initial reporter: the emergency department supply carts that are in each room had started being stocked with bd vial access cannulas (ref (B)(4), lot 2056709) for drawing up medications from vials. We have had multiple incidents of these breaking when attempting to insert into the vial due to the cannula being plastic and too blunt to effectively pierce the vial. This has resulted in employees almost stabbing their own hands after it breaks, as well as a in delay in care during acute situations due to the faulty device.

Event description:
It was reported that the bd interlink¿ vial access cannula needle broke. The following information was provided by the initial reporter: the emergency department supply carts that are in each room had started being stocked with bd vial access cannulas (ref 303367, lot 2056709) for drawing up medications from vials. We have had multiple incidents of these breaking when attempting to insert into the vial due to the cannula being plastic and too blunt to effectively pierce the vial. This has resulted in employees almost stabbing their own hands after it breaks, as well as a in delay in care during acute situations due to the faulty device.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also notified the FDA via medwatch # (B)(4).